Event description:
The problem started (B)(6) 2020 and after effects still continue to this day. I had an intrathecal pain pump where the drugs used (fentanyl, bupivicaine, and morphine) caused a life threatening at times reaction. I was hospitalized about 12 times in 18 months for at the time an unknown disease eventually called dysautonomia until a doctor who specialized in this field thought I needed to try going off the drugs in my pain pump. After doing this the illness started to abate. So now we know I was having an adverse reaction to those pain drugs. My pa(physician's assistant) at the pain clinic was asked many times if it couldn't be the drugs. She was quite adamant that it wasn't and told any of the inquiring doctors from my hospitals that it was unlikely. She ridiculed my request to see any of the doctors at the pain clinic. The after effects are somewhat like withdrawal from opioids and includes burning skin, weakness, tremors, vision issues, fainting and foggy mind. I currently take 30mg of methadone which calms the worst of the effects. Without any kind of withdrawal drugs like buprenorphine or methadone I would eventually end up hospitalized. These effects seem to go after my kidneys, I am lacking fluids, it appears to be a kidney infection and I'm exhausted. I can no longer use buprenorphine as I am allergic to it now so it's methadone that helps me maintain a more normal day to day life. Doctors think my pain center has been damaged. I suffered from this adverse reaction for 18 months. The pump catheter was as high as it could go to help neck and head pain which may have contributed. The adverse reaction first was considered to be pheochromocytoma but no tumor found. This reaction was hardest on my kidneys. It was found that my urine output was greater than my intake so I constantly needed fluids. I had high white counts without bacteria or virus found in my urine. The doctors called it an anti-inflammatory response cause unknown. It could affect my breathing, heart rate and blood pressure, I had erratic blood pressure,-high (over 200) and then very low. I also went unconscious and into the ICU. The illness was cyclical and had a definite pattern. I had a couple of days to 10-12 days in between bouts. The onset started with increased yawning, there was an odor that smelled like old refrigerators. Next came the dumping phase and my colon was emptied along with increased urination. I next became very weak and hit my bed and felt the burning skin. My face was flushed but no temperature. My brain sort of checked out. I felt like my nervous system was shot and felt tremors through out.. I didn't feel like I was in the real world and sort of slept or passed out. I was weak and just waited for it to pass. Sometimes it would be a couple of days sometimes 2 weeks.. Sometimes I vomited. When I got too far gone I would go into ER and generally was hospitalized a week. After fluids I would revive some. This was a very painful and scary process. It was brutal and with no end in sight I contemplated suicide. The doctors didn't know what was wrong with me and the future seemed bleak. Once the pain drugs were stopped I started the next phase. Now I can't get past withdrawal from these drugs. I tried buprenorphine then methadone since I became allergic to buprenorphine. It's been a couple of years now and it's been found I need to stay on 30 mg of methadone to feel somewhat normal. It isn't withdrawal anymore according to my doctors but some kind of damage left from this adverse reaction. Since I am kind of a unicorn from this medical accident, or medical ignorance, it has been difficult to get help regarding my issue. I can't find information about pain pumps and their adverse reactions regarding the drugs used. Why doctors would use drugs that haven't been approved is beyond me. It's pretty much thought that my condition is permanent. I'd like more information since I worry some doctor is going to say no more methadone and I'll end up in the hospital. It's already happened once after the buprenorphine allergy.